Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was a reported that a patient underwent atrial fibrillation ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced pericardial tamponade that required pericardiocentesis and prolonged hospitalization. It was reported that during ablation of the left veins, a pericardial effusion occurred. The caller states that while ablating the left veins, the ablation catheter appeared to be visualized outside of the anatomical map that was created. The biosense webster inc. (Bwi) representative noted no spike in impedance. The patient's blood pressure began to drop and was treated with medication. The physician utilized the intracardiac echo and noted a pericardial effusion was present. A pericardiocentesis was performed. It was stated that 400 ml were withdrawn from the pericardial space. The patient is in stable condition at the time of the call. The patient was moved to the unit for observation. Max wattage used 50 watts. Total ablation time: 10 minutes and 50 seconds. Total fluid: 330 ml. Patient required extended hospitalization because of the adverse event. Transseptal puncture was performed. No evidence of steam pop. Irrigated catheter flow settings: high flow rate. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used: dashboard , vector, visitags. Visitag module parameters for stability used: 3 secs, 3 mm and fot 3 grams at 25%. Additional filter used with the visitag was surpoint. Color options used was tag index. The physician's opinion on the cause of the adverse event was that it was procedure related. Transseptal puncture was performed using brk1 and sl2 sheath. Ablation was performed prior to noting pericardial effusion. The correct catheter setting were selected on the generator. It was also reported that the foot pedal had physical damage. The bwi representative noted that the spring broke that connects the top portion of the foot pedal to the bottom portion. The bwi representative stated that the two pieces are no longer connected. The bwi representative is unaware of how and when the physical damage occurred the foot pedal issue is not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
The device evaluation was completed on 02-aug-2023. It was a reported that a patient underwent atrial fibrillation ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced pericardial tamponade that required pericardiocentesis and prolonged hospitalization. It was reported that during ablation of the left veins, a pericardial effusion occurred. The caller states that while ablating the left veins, the ablation catheter appeared to be visualized outside of the anatomical map that was created. The biosense webster inc. (Bwi) representative noted no spike in impedance. The patient's blood pressure began to drop and was treated with medication. The physician utilized the intracardiac echo and noted a pericardial effusion was present. A pericardiocentesis was performed. It was stated that 400 ml were withdrawn from the pericardial space. The patient is in stable condition at the time of the call. The patient was moved to the unit for observation. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of this adverse event was the procedure. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).